Event description:
It was reported that the xience xpedition stent delivery system (sds) was prepared according to the instructions for use. There was no resistance noted during advancement through the 5 french guide catheter to the predilated, heavily tortuous and moderately calcified target lesion in the ostial left internal mammary artery (lima) graft. During inflation of the xience xpedition to an unknown pressure, the physician felt the shaft crack, but the shaft remained in one piece. The pressure on the sds decreased and the xience xpedition stent floated off of the sds into the profunda and then to the superficial femoral artery (sfa). The dislodged stent was crushed against the sfa wall with a peripheral stent. A 2.75x23 xience xpedition was successfully deployed at the target lesion without further incident. This was considered to have caused a clinically significant delay in the procedure. There were no changes to the electrocardiogram during the device issue. The patient remained stable. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The shaft was separated. The reported leak could not be tested due to the condition of the returned device; however, it is likely that the reported leak occurred due to the confirmed shaft lumen compromise. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.